Manufacturer narrative:
(B)(4). The product was unavailable for return. Therefore, an eval of the device performance was not possible. It is unk how or when the damage occurred. The instructions for use (IFU) that accompanies the device cautions that low tear strength is a characteristic of most silicone elastomer materials. A review of the mfg records showed no anomalies.

Event description:
It was reported that an lp catheter was broken. The initial implant was on (B)(6) 2008. The patient complained of symptoms on (B)(6) 2009. A shunt study and x-ray were performed on (B)(6) 2009, which confirmed catheter tubing was split into 2 pieces. The consulting ophthalmologist sent patient to the neurosurgeon with diagnosis of idiopathic intracranial hypertension. The system was replaced on (B)(6) 2010. The surgeon commented that catheter was broken distal to the anchor point, and the catheter had migrated to sacral region in thecal sac. Both pieces were removed and shunt system was replaced. The patient, according to office nurse, is doing fine. The device will not be returned.